Manufacturer narrative:
Gtin/UDI number for item model 8100, sn (B)(4). The customer¿s report of the secondary infusing faster than expected was not confirmed. The pcu event log shows that at 9:18 pm on (B)(6) 2017 the device was programmed for a basic infusion to run at 20ml/hr with a vtbi of 100ml. At 9:20 pm a custom concentration secondary infusion of magnesium sulfate was programmed for 4 grams/50 ml with a duration of 4 hours (rate 12.5 ml/hr). At 9:22 pm the device was paused, then channeled off, and the system was shut down. It cannot be determined from the logs why the user paused the device and then channeled it off two minutes into the secondary infusion. The volume recorded as being infused during this period was 0.377ml for the primary infusion and 0.37ml for the secondary infusion. Functional testing found the pump module to be delivering fluid within specification. The primary and secondary sets were not returned for investigation. The root cause of the reported event was not identified.

Event description:
The customer reported that at 2118 a primary infusion of sodium chloride 0.9% was programmed as a basic infusion at 20ml/hr. According to ikp data, at 2120 a secondary infusion of mag sulfate 4gm/50ml was programmed to infuse at 12.5ml/hr for four hours. At 2122 the nurse noted that the secondary bag was empty and paused the device. The patient complained of pain and hot flashes and became red in the face. The device was turned off and the user notified the pharmacist who instructed the nurse to monitor the vital signs. The patient was already on telemetry. The physician was notified and no new orders were given. The user assessed the device with another rn and discovered that while hanging the secondary, fluid was ¿coming out too fast regardless of the rate on the device" and was free flowing. The event occurred on the medical surgical unit.

Manufacturer narrative:
Gtin/UDI number for item model 8100, sn (B)(4), is (B)(4). The customer¿s report of the secondary infusing faster than expected was not confirmed. The pcu event log shows that at 9:18 pm on (B)(6) 2017 the device was programmed for a basic infusion to run at 20ml/hr with a vtbi of 100ml. At 9:20 pm a custom concentration secondary infusion of magnesium sulfate was programmed for 4 grams/50 ml with a duration of 4 hours (rate 12.5 ml/hr). At 9:22 pm the device was paused, then channeled off, and the system was shut down. It cannot be determined from the logs why the user paused the device and then channeled it off two minutes into the secondary infusion. The volume recorded as being infused during this period was 0.377ml for the primary infusion and 0.37ml for the secondary infusion. Functional testing found the pump module to be delivering fluid within specification. The primary and secondary sets were not returned for investigation. The root cause of the reported event was not identified.

Event description:
The customer reported that at 2118 a primary infusion of sodium chloride 0.9% was programmed as a basic infusion at 20ml/hr. According to ikp data, at 2120 a secondary infusion of mag sulfate 4gm/50ml was programmed to infuse at 12.5ml/hr for four hours. At 2122 the nurse noted that the secondary bag was empty and paused the device. The patient complained of pain and hot flashes and became red in the face. The device was turned off and the user notified the pharmacist who instructed the nurse to monitor the vital signs. The patient was already on telemetry. The physician was notified and no new orders were given. The user assessed the device with another rn and discovered that while hanging the secondary, fluid was "coming out too fast regardless of the rate on the device" and was free flowing. The event occurred on the medical surgical unit.